Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure about seven years ago and mesh was implanted. The patient reported that the mesh has failed. The patient experienced severe pain, scar tissue, nerve damage, inability to use her body and is now on a liquid diet. No additional information was provided.